Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from chinese to english: 8:30 a.m. For the patient using an indwelling needle to connect the septum infusion treatment after 10 minutes, positive pressure joint leakage, immediately replaced, with the patient's family to do a good job of communication and explanation.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displays a luer lock syringe connected to the q-syte. There also is a red circle around the connection area most likely to indicate the location of the damage. No damage can be observed from the provided photo. We were unable to confirm your reported issue. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.